Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including testing and stressing with known good cables and simulator without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used by the customer was returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.